Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 error 200.5040. Technical support - recommended (B)(6) to flash lvp software to (B)(4) (B)(6) will flash lvp software to (B)(4). The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/04/2006 to the present date 9/30/2020 and confirmed that this device not previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.